Event description:
It was reported that no flow occurred during use with a infusion adapter c100. The following information was provided by the initial reporter, "phaseal c100 - IV bag not flowing."

Manufacturer narrative:
H.6. Investigation: one chemo contaminated sample attached to an IV bag and a video were received by our quality team. An evaluation could not be performed on the sample attached to the IV bag due to the chemo contamination. Despite the sample being discarded, the investigation could be performed with the inspection of the video provided. Upon watching the video, it was observed that the vent is open on the IV set which would cause this issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this issue is related misuse by having the vent open on the IV set. The IFU for the infusion adapter states to not use a vented IV line. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no flow occurred during use with a infusion adapter c100. The following information was provided by the initial reporter, "phaseal c100 - IV bag not flowing."